Event description:
Pt returned from procedure and placed on ventilator. Respiratory rate increased to 40's b/p dropped to 80 systolic, - pt restless. Attempted medical interventions without change of condition. Ventilator appeared to be cycling normally. Physician ordered ventilator to be replaced because he could not find any other cause for pt's condition. Ventilator replaced. Pt's condition improved immediately. (No alarms went off on ventilator)